Manufacturer narrative:
D1 was revised . D4 catalog, serial number revised . The investigation was completed. Investigation summary hematoma/asae: the cause of the hematoma was unable to be determined due to insufficient clinical details. Tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 51 year-old male patient with a medical history of hypertension, hyperlipidemia, diabetes mellitus, and one day of acute shortness of breath, lethargy, and chest pain presented with an anterior st-segment elevation myocardial infarction in the setting of cardiogenic shock. Cardiac catheterization revealed multivessel coronary artery disease, and a percutaneous coronary intervention was performed on the left anterior descending coronary artery. An impella cp was successfully implanted, and the patient was transferred to the cardiovascular intensive care unit. Upon arrival to the intensive care unit, a hematoma was noted at the access site that was managed with femoral compression device, and the patient was tachycardic. On the following day, the access site hematoma had resolved. A staged percutaneous coronary intervention of the chronic total occlusion of the right coronary artery was tentatively planned. On the fifth day of hospitalization, the clinical team elected to escalate support to an impella 5.5 device due to increased hemodynamic support requirements. The impella cp device was successfully explanted without complications. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma/asae: the cause of the hematoma was unable to be determined due to insufficient clinical details. Tachycardia: the cause of the injury was unable to be determined due to insufficient clinical details. D4 UDI revised.